Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00006 and emdr #1828100-2016-00469. Two related earlier complaints (refer to emdr #1828100-2016-00006 and emdr #1828100-2016-00469) also had the same error "red "x" on module. Intermittent issue". The cause of the red x was the "5v supply voltage test failure" events. The reported issue could not be duplicated during laboratory evaluation and the root cause remained unknown. This pump was repaired for this issue after these events occurred.

Event description:
During data log review by the investigator, there was a 5 volt (v) supply voltage test failure on the roller pump.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the issue, but replaced the pump pod, cable and display cable as a precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.